Manufacturer narrative:
Method, result, and conclusion codes were added to the manufacturer analysis. Method, result, and conclusion codes were added to the analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Method, result, and conclusion codes were added to the manufacturer analysis. Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the df4 connector pin. A proximal and distal fragment were received for analysis. An up to 5 cm long medial fragment was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Damages like the deformed rv shock coil and the bend fixation helix most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted and replaced due to decreased sensing. Should additional information be obtained, this report will be updated.